Event description:
It was reported that two days after undergoing the first mechanical thrombectomy procedure, the 90-year-old female patient with a history of hypertension (taking 2 antihypertensive drugs) and hyperlipidemia was brought back to the hospital with impaired consciousness and right m1 occlusion was observed. The patient underwent a second thrombectomy procedure using another embotrap iii revascularization device (catalog / lot# unknown) and an aspiration catheter using the same technique as the first procedure two days prior. The first pass was made and the m2 superior trunk was partially recanalized, but residual occlusion in the m2 was confirmed. The embotrap iii device was replaced with a 3mm stent retriever (unspecified brand) and a second pass was made. After the second pass, angiography was performed and extravasation was observed. The procedure was again terminated. The physician commented that the patient¿s condition was serious. It was not known if the device was used in accordance with the instructions for use (IFU). It was reported that the patient was transferred to another hospital with a modified rankin score (mrs) of 5. This complaint captures the patient¿s second hospital admission and treatment. Related to the first procedure, it was reported that the patient experienced symptoms at 10 am on the day of the first visit (date not reported). She had observed consciousness disturbance and was brought to the hospital presenting with motor aphasia, left conjugate deviation, and right hemiplegia. The patient underwent a mechanical thrombectomy procedure that was targeting an occlusion in the m1 segment of the middle cerebral artery (mca). During the procedure, an 8fr balloon guiding catheter, 4-6fr angiography catheter and 0.035-inch guidewire were delivered and thrombus translucency image was observed on ic-top. The microcatheter was advanced to distal m1 and distal imaging was confirmed. The first pass was made to the m1 with the 5mm x 37mm embotrap iii revascularization device (et309537 / lot# unknown), and an aspiration catheter with 0.071 diameter. The embotrap iii was deployed and the thrombus was retrieved via captive technique. After the first pass, the m2 inferior trunk was partially recanalized, but the middle of the m1 segment was not completely recanalized, so a second pass was made. The second pass was made with the same set up and devices as the first pass, and the m1 was recanalized. However, an occlusion in the anterior cerebral artery (aca) was confirmed prompting a third pass. For the third pass, the embotrap iii device was placed at a more distal section than the second pass and was withdrawn, but the recanalization of the aca was not achieved, and the procedure was terminated. On 15-aug-2024, additional information was received. Per the information, anonymized images / angiographs of the procedure are not available. The physician who made the determination that the patient¿s health problem is serious was the physician from the original hospital where the first two procedures took place.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, gender, weight, race, and ethnicity were not provided. Section b.3: date of event: the date of the event is not known. Section d.4: the product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device are not available. Section e.1: the initial reporter phone is not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Thromboembolism is a known potential complication associated with the embotrap iii device and is mentioned in the instructions for use (IFU) as such. There were no alleged quality issues related to the embotrap iii device, as the device performed as intended. Per the event description, the target lesion was located at the m1 segment of the middle cerebral artery (mca), and after the first retrieval attempt using the embotrap device, occlusion of m2 was confirmed. Since the m2 occlusion was not observed prior to the procedure, and the event occurred while the embotrap device was in use, the correlating relationship between event to the embotrap device as a contributing factor cannot be ruled out entirely. Additionally, extravasation was observed, which may have resulted from the significant number of passes made throughout two thrombectomy procedures. Based on this information, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. Reference: whitney e, khan yr, alastra a, schiraldi m, siddiqi j. Contrast extravasation post thrombectomy in patients with acute cerebral stroke: a review and recommendations for future studies. Cureus. 2020 sep 23;12(9):e10616. Doi: 10.7759/cureus.10616. Pmid: 33123430; pmcid: pmc7584332. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 11-sep-2024. [Additional information]: on 11-sep-2024, additional information was received. Per the information, the second procedure was performed by the same physician. The catalog of the embotrap iii device used in the second procedure was et309537 ¿ it was a 5mm x 37mm embotrap iii revascularization device, the lot number is unknown. The stent retriever used for the second pass during this second procedure was a 3mm x 20mm solitaire¿ revascularization device (medtronic). The source / cause of the extravasation according to the additional information received was ¿vascular geometry and stent deployment.¿ the physician thought that it was ¿vascular geometry and stent deployment¿ that may have contributed to / caused the extravasation experienced by the patient in this second procedure. The procedure was canceled. The patient¿s modified rankin scale (mrs) score was 5 at the time of the transfer to the other hospital; no further information is available regarding the most current status of the patient. No additional information can be obtained. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. The full UDI is not available without the expiration date. Section e.1: initial reporter phone: (B)(6). Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.